Event description:
As reported to coloplast though not verified, patient was implanted with supris mesh. Later the patient experienced pus in the urine, vaginal spotting, loss of sensation for intercourse, mesh erosion, dyspareunia, incontinence and urinary tract infection. A mesh excision, a cystoscopy and a cystoscopy with durasphere injection under general anesthesia were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.